Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asevf102 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asevf102) have been reported from the same facility.

Event description:
It was reported the mom of the patient stated the port needle leaked at the connection of the clave hub and tubing at home about a month ago. Add info rcvd (B)(6) 2021: mom was at home with that patient and flushed the port with a 10 ml syringe of saline. During the flush the tubing stated to leak where the leur lock connects to the tubing (distal to the patient). Mom clamped the tubing and brought the patient in for a needle change.